Event description:
Additional information was received stating that the cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery ophthalmic segment with a max diameter of 4 mm and a 3 mm neck diameter. Landing zone vessel measurement distal: 3.6 mm and proximal: 4.6 mm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed no injuries. It was reported that a procedure with triaxial system was being performed, a phenom 27 catheter was introduced up to the left portion of the m1 artery. Subsequently, a flexible pipeline device, ref. Ped2-450-20, lot: b590954, was introduced, part of the device was released and was lowered to the portion of the internal carotid artery (ica), it was observed that the distal part of the device did not have the correct opening, despite having released 50% of the device. It was recovered and released and was attempted three times without achieving opening in the distal part. The device was removed and a new one was successfully placed. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event is not lead to or extend patient hospitalization. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: product analysis of ped2-450-20, lotno: b590954. As found condition: the pipeline flex shield device and phenom 27 catheter were returned for analysis. The pipeline flex shield device was returned stuck inside the phenom 27 catheter, within a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was in good condition. No bends or kinks were found on the pusher wire. The braid¿s distal end was open and frayed, while the proximal end was open without damage. The braid¿s middle section was fully open without damage. The phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were noted in the catheter hub. No other anomalies were found. Testing/analysis: the pipeline flex shield device was removed from inside the phenom 27 catheter lumen without issues. The phenom 27 catheter total and usable lengths were measured within specifications. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed. The returned pipeline flex shield braid distal end was open and frayed, while the proximal end was open with no damage. However, the cause of the failure to open could not be determined. Possible causes of the failure to open include vessel tortuosity, the user deploying the braid in the vessel bends, and a damaged braid. In this event, the customer stated that the vessel tortuosity was minimal and that the pipeline was not positioned in a bend, which rules out vessel tortuosity and the user deploying the braid in the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. The braid can be damaged by over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. There were no complaints regarding the returned phenom 27 catheter, no issues were encountered while testing, and no damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.